Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B)(6) 2012 in pt¿s left eye. The lens was explanted on (B)(6) 2012 due to excessive vault associated elevated intraocular pressure. The lens was exchanged for a shorter length lens. Pt¿s last visit on (B)(6) 2012, bcva 20/20 ¿ ucva 20/1000.

Manufacturer narrative:
(B)(4).